Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This report is for an unknown nail head elements: fns antirotation/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Therapy date march march 28, 2022. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient experienced a post op failed fixation. The hardware was removed successfully. The femoral head had rotated, and it appeared that the anti-rotation screw had cut out. The femoral was converted to a hemi hip arthroplasty. The original hardware was placed on march 28, 2022. This report involves one (1) unknown nail head elements: fns antirotation. This is report 1 of 1 for (B)(4).